Event description:
The pt reported that she was receiving an 04 (occlusion) alarm. Upon troubleshooting with the co rep, she noticed that the infusion set tubing has separated at the luer lock connection. The pt did not have any add'l infusion set tubing with her at the time, but indicated that she would replace the infusion set. The pt's blood glucose was not affected. The pt did not require medical assistance from a healthcare profession or second party to address the issue. The pt discarded the product, therefore, no product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.